Event description:
A number 6 baseplate was opened and before presenting the device to the sterile field, it was noticed that the inner sterile package was cracked. Sterility was questioned so an immediate backup device was available and used.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. Conclusion: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation. If the device and/or additional information become available, this investigation will be reopened.

Event description:
A number 6 baseplate was opened and before presenting the device to the sterile field, it was noticed that the inner sterile package was cracked. Sterility was questioned so an immediate backup device was available and used.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.